Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead impedance on the lead was low. It was decided that the patient was no longer indicated for a high voltage therapy. The patient was released and sent home with high voltage therapies disabled. The physician is not planning to intervene further or replace the lead.

Manufacturer narrative:
A partial lead with the distal tip measuring 54.4cm was returned for analysis. External insulation abrasion was noted at 39.9-41.2cm from the distal tip, consistent with lead friction to another device or patient anatomy. External insulation abrasion was noted at 45.1-45.3cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 24.6-24.8cm and 28.4-28.6cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 18.0-22.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 17.1-17.5cm from the distal tip. The rv conductor was exposed at this location, consistent with the field observation of low hv lead impedance.

Event description:
New information received notes that the lead was explanted and replaced. No further information.